Event description:
It was reported via (B)(4) that a 12 fr greenfield was implanted in (B)(6) of 2009. A CT scan of the abdomen in 2012 mentioned ivc filter limb extrusion with possible contact/penetration of duodenum. The physician elected to leave the filter as is and will monitor the patient's condition.

Manufacturer narrative:
Event date: (B)(6) 2012. Device evaluated by manufacturer: the complaint product was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu "perforation of the vena cava, adjacent blood vessels or organ by one or more hooks". (B)(4).